Event description:
Caller reported an issue where the insulin gauge displayed amounts that differed from expectations in the past, showing multiple discrepancies between 70 to 120 units when an approximate 240 units were expected. There was no adverse impact on the customer¿s blood glucose level. Technical support explained that the issue could occur due to a large variance in measured pressures affecting insulin calculations and reassured that the fill estimate would normalize once conditions allow. Caller understood and accepted this explanation.